Manufacturer narrative:
Conclusion: manufacturer¿s investigation is still ongoing; if additional information is received, a follow-up report will be submitted.

Event description:
It was reported via repair work order that the siderail was stuck in the mid position. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the siderail was stuck in the mid position. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Supplemental submitted to report that the unit could not be located by the hospital or technician for evaluation. If the unit is located at a later date, a new complaint will be entered detailing the evaluation results and any correction required. Unit could not be located for evaluation.